Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient stood up yesterday and felt a sudden loss of therapy. Patient denied trauma and met with their provider (hcp) today. Hcp interrogated the device and said impedance results matched patient's baseline and hcp toggled stimulation off and back on, but patient said they still did not feel therapy. Patient charged on schedule and always charged to 100%. Tech services discussed possible sources of lack of therapy and discussed x-ray. Hcp said patient was scheduled for another appointment next week. The cause of the sudden loss of therapy was undetermined. The issue hasn't been resolved and patient will be meeting with provider next week.